Manufacturer narrative:
The device was returned to solventum for analysis. Based on the sample analysis and photos provided, the reported issue is a heat exchanger leak. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked during patient use. The customer later reported the tubing was not primed prior to patient use and a pressure bag was used. No injuries or medical interventions were required due to the alleged malfunction.